Event description:
It was reported that the incident of a clinician programming an infusion using the wrong weight. The pump requests kilograms. Patient weighed 256 lb (116 kg). Clinician programmed as 256 kg. Since this was a continuous infusion library entry it still fit into the parameters of the unit/kg/hr soft min/soft max/ hard max. There was patient involvement but no harm. The customer indicated a product enhancement request that the device "would prompt a nurse to ensure that is correct. If it had a soft min or soft max for extreme weights, it may have been caught."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20, no findings available, d15, cause not established. Additional information: imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incorrect patient weight programming with heparin infusion was confirmed during review of the data set and customer information. No laboratory testing was able to be performed on the reported devices as they were not returned for investigation. The external inspection could not be performed as the suspect pump module and pcu were not received for investigation. The facility provided an infusion drugs list and emails of the issue that they experienced. The facility provided a copy of their data set and emails that was observed to contained information on the reported heparin infusion. A review of the logs could not be performed, as the suspect devices were not received, and the battery log, error log or event logs were not provided. However, the facility did provide a data set that contained information of the heparin infusion. The customer reported an infusion of 25,000 unit/ 500 ml of volume, concentration = 50 units/ml and dose = 18 units/kg/h at patient weight = 256 lb; however, the patient weight was programmed incorrectly as 256 kg instead 256 lb, causing the volume of 500 ml infusing in five (5) hours instead ten (10) hours, should have been. The event date as (B)(6) 2025, time was not reported. The customer reported that no error logs and alarms have occurred. Per the alaris directions for use (dfu v12.3), qualified personnel must ensure that the appropriateness of drug dosing limits, drug compatibility, and instrument performance, as part of the overall infusion. Potential hazards include drug interactions, inaccurate delivery rates and pressure alarms, and nuisance alarms. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.1 states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The user manual also states that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported that incorrect patient weight programming with heparin infusion is being attributed to user programming. There was no identified device malfunction. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the incident of a clinician programming an infusion using the wrong weight. The pump requests kilograms. Patient weighed 256 lb (116 kg). Clinician programmed as 256 kg. Since this was a continuous infusion library entry it still fit into the parameters of the unit/kg/hr soft min/soft max/ hard max. There was patient involvement but no harm. The customer indicated a product enhancement request that the device "would prompt a nurse to ensure that is correct. If it had a soft min or soft max for extreme weights, it may have been caught."